Event description:
Treating neurologist was unable to communicate with the pt's device at last office visit and that the pt had experienced an increase in seizure activity above previous efficacy with the vns therapy. It was reported that treating neurologist has been changing the pt's medications due to the increase in seizure activity. Thept also reported that they had recently had a chest x-ray, after which they have felt pain near the generator site. The pt reports that they do not feel stimulation, but that treating neurologist had reduced programmed output current to the lowest setting (0.25ma) several months prior. Per the pt, treating neurologist reportedly told their over two years ago that their generator was not working. Treating neurologist indicated that the pt "is confused" and that the generator battery is not dead. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine whether the pt's device is functioning properly.